Event description:
Information received from the field notes that the patient's rate was in the 40's. A telemetry link could not be established with the device and magnet application did not cause any pacer spikes. The device was subsequently replaced.